Event description:
The customer reported that the cine function was not operating properly and freezing up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software needs to be installed. The customer canceled the service call.